Event description:
The surgeon attempted to implant a silicone lens with model aa4204vf. The cartridge split as the lens was being advanced through the delivery system, cventually damaging the lens. No patient injury. The facility indicated that this event was due to the cartridge.